Event description:
It was reported that a device was used during an unknown procedure. The device became too hot to hold. Another device was used to complete the case. There was no consequence to the patient.